Event description:
Iacs c700 display intermittently disappearing, with m540 also connecting and disconnecting. M540 was replaced and normal operation was restored. This product problem could not be replicated through draeger's post-incident testing.